Event description:
It was reported that this patient has previously received an isolated inappropriate shock due to oversensing of myopotentials. Recently, the patient has received an additional inappropriate shock due to t-wave oversensing. System optimization was discussed at the time. No adverse events were reported.